Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that too much air was removed from the cartridge during the loading sequence. Reportedly, customer used another cartridge. There was no reported adverse impact to customer's blood glucose.